Event description:
It was reported that in the CT department the radiology nurse attached the extension set to the angiocath, injected the IV contrast then flushed the line and the tubing separated from the needleless connector and leaked. The customer states there was no patient harm. (After attaching it to the angiocath and upon flushing it, it started to leak at that site.)

Manufacturer narrative:
Updated product grid to no product returned or expected to be returned. The customer complaint of tubing separated at the connection site could not be confirmed due to the product was not returned for failure investigation. Although the photo provided by the customer does not represent the actual event, it identifies the described separated at connection site. However, the photo does not confirm a separation at connection. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that in the CT department the radiology nurse injected the IV contrast and the tubing separated from the "hard plastic connection site". The customer states that there was no patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that in the CT department the radiology nurse injected the IV contrast and the tubing separated from the "hard plastic connection site." The customer states that there was no patient harm.